Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, upon interrogation of the device, the programmer had crashed and displayed an error message. Technical support was contacted and advised that the crash was most likely related to egm corruption. A device firmware download was performed to resolve the event and the patient was stable with no consequences.